Event description:
The customer reported the procedure was a t&a. The patient had asthma and sats couldn't be maintained. Oxygen was set at 100% with an uncuffed endotracheal tube. A wet tonsil sponge was used to pack. During the procedure, the suction coagulator was used for removal of the patient's tonsils without any problem. When the surgeon activated the device to remove adenoids, he heard a pop. The device was immediately removed from use and the procedure completed with a different device. There was no injury to the patient. It was noticed that the tip of the incident device was damaged with nothing left but the melted insulation. A thorough examination was conducted in the patient's throat and a head/neck x-ray taken to confirm nothing fell into the patient.ator tested by hosp biomed and found to function properly. Output settings were 30 coag, no cut. Incident e3310 saved but not being returned to covidien for evaluation.

Manufacturer narrative:
(B)(4). The incident device was not returned to covidien for evaluation. A photograph of the device showed the tip of the device was crushed and deformed. The metal tip was not visible. The instructions for use include warnings that state do not use electrosurgery in the presence of flammable anesthetics. Keep electrosurgical accessories away from flammable materials and oxygen environments. Sparking and heating associated with electrosurgery can be an ignition source. Keep gauze and sponges wet. Both oxygen and nitrous oxide promote combustion and may cause fires resulting in burns to patients or surgical personnel. Avoid activating the instrument in an oxygen enriched environment. Discontinue supplemental oxygen at least one minute prior to use of electrosurgery. Verify all anesthesia circuit connections are leak free before and during use of electrosurgery.